Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he could not determine if the irrigation was flowing or not during a procedure. The product was replaced with another one and the procedure was completed. The product sample was retained. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The device history record review showed that the product was released per specifications. The returned sample was visually inspected. The combined cassette was found to have a combined pinch plate and it was missing its elastomer. The missing elastomer indicated that an assembly step had been potentially missed during the silicone over mold process. This missing elastomer would result in the customers reported event. The root cause of this customer¿s event is a manufacturing related non-conformance. (B)(4).